Manufacturer narrative:
Pending investigation. D10: serial number item number and full description : (B)(6) - small posterior augment glenoid plate, left. (B)(6) - glenosphere, 36mm. (B)(6) - equinoxe, humeral stem primary, press fit 11mm. (B)(6)- equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2019. The patient presented on (B)(6) 2023 and follow-up of previous adverse event. The patient was revised on (B)(6) 2023. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.